Event description:
A report was received that the patient was having difficulty charging. The physician discovered, through fluroscopy, that the ipg had flipped and migrated out of the pocket laterally toward the left hip. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient will not undergo a pocket revision until issues with the physician's office are resolved.

Event description:
A report was received that the patient was having difficulty charging. The physician discovered, through fluoroscopy, that the ipg had flipped and migrated out of the pocket laterally toward the left hip. The physician has recommended a pocket revision.